Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous diagonal branch of left anterior descending artery. During dilatation, a 15mm x 2.50mm nc quantum apex balloon catheter was selected and advanced to the target lesion. Upon the first inflation at 10 atm, "the balloon pressure started to go down". When the device was checked outside the patient, balloon rupture was found. The procedure was completed with a 2.5mm non-bsc balloon catheter. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received inside an nc quantum apex product pouch and shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).